Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "problem description: customer took the test yesterday and today on her iphone 11. Yesterday she got a negative result and today she got a positive result. "

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "problem description: customer took the test yesterday and today on her iphone 11. Yesterday she got a negative result and today she got a positive result. "

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 2005250; ¿got a negative result and then a positive result; saw 2 lines on both tests¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.